Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period mar-2019 through feb-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was assigned to investigate the issue and reported that a new set of batteries (B)(4) battery pack, li-ion were provided to customer under warranty. Customer replaced both batteries and verified charging. Unit was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has battery issues. There was no patient involvement, and no adverse event reported.